Event description:
It was reported that bd insyte autoguard leaks at the catheter/hub junction.the following information was provided by the initial reporter: customer was said they have noticed some leaking on their piv catheters lately where the hub and the catheter connect.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
Additional information: details on incident provided by customer added to b5. Due to this additional information, codes e, f and a also updated. Investigation results: the complaint of a leak could not be confirmed from the photograph that was provided for investigation. The photo showed a 22g insyte autoguard IV catheter, but no leaks or damage could be discerned from the photo. Although the photo and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
Additional information: 1. Could you please provide a further description of the issue? There seems to be a small hole in the plastic catheter piece where it joins the harder plastic part of the catheter. It isn't noticed until the IV is in place 2. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes, the IV site leaks. We have been able to correct it by using the dressing to pull the skin up over the tip of the catheter that is outside the skin and covering the leak. At that point the sites don't leak anymore. 3. Can you please provide an exact date of event? This has happened sporadically over last few months.